Event description:
On an unknown date in 2005, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. The patient has a history of aneurysm growth. In 2012, the enlargement was measured with 38mm and in (B)(6) 2014 with 48mm. On (B)(6) 2014, the patient was admitted to the hospital. On (B)(6) 2014, the aneurysm was measured with 58mm. The patient was discharged without any treatment and will be monitored by the physician.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
This report is to inform you that the weight need to be corrected from (B)(6) in the previous report to (B)(6) in this report. The date of the event has to be corrected to (B)(6) 2014. In this event are two additional devices involved: pxl 161407 lot # 043011311. Pxc 141400 lot # 03811390.